Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was delivered to the target vessel. The guide wire would not come out of the lead. The entire lead had to be removed with the guide wire. A new lead was implanted successfully. No patient complications have been reported as a result of this event.